Event description:
A surgeon reported that during a vitrectomy surgery, he noticed a default in air insufflation at time of fluid/air switch and slow draining of decalin. The surgeon checked the air-tightness of the sclerotomies, which was unremarkable. After a 15 min delay, the procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).